Event description:
It was reported an altitude alarm was triggered on the customer's pump. Customer's blood glucose level was not impacted. The customer did not need to replace the cartridge and received guidance from technical support on how to prevent altitude alarms. The issue was resolved as the customer resumed insulin delivery with the original cartridge.